Manufacturer narrative:
The reported complaint of the autopulse platform (serial # (B)(4)) did not recognized a fully charged battery inserted was not replicated during the initial functional test and also the reported user advisory - (ua) 03 (error communicating with battery controller) error message was confirmed during archive review but not during power on. The investigation findings points to a faulty ap battery cable and damaged power distribution board. The ap battery cable was replaced to addressed the unrecognized battery issue and power distribution board was replaced to remedy ua03 issue. These faulty components were likely due to wear and tear. The returned autopulse platform was manufactured in november 2014, it is nearing its expected serviceable life of 5 years. Unrelated to the reported complaint, damaged top cover, battery lock and battery compartment were observed during visual inspection. These types of a physical damages on the returned ap platform are likely attributed to wear and tear. The damaged parts were replaced. During archive data review, ua03 was confirmed on the event date, thus confirming the reported complaint. The initial functional testing of the returned ap platform failed due to ua20 (drive shaft out of range) displayed upon powering on. To remedy ua20 advisory, the drive shaft was rotated back to "home" position. After service completion, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The ap platform passed all functional tests and it is for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with serial number (B)(4).

Event description:
During shift check, customer reported that the autopulse platform (serial # (B)(4)) did not recognized a fully charged battery inserted and then displayed a user advisory - (ua) 03 (error communicating with battery controller) error message. No patient involvement.